Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime compromised force sensor system alarm test due to moisture damage noted in force sensor resistor. The insulin pump had missing end cap sticker, scratched display window and cracked reservoir tube lip noted during testing. The drive support disk was inspected and no anomaly noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 225 mg/dl at the time of incident. The customer's father stated that they were unable to exit the preparing to prime loop. The customer's father stated that they were stuck in rewind complete and bolus delivery loop. The customer's father stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's father stated that the drive support cap was flush. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.